Event description:
It was reported that the graft was being used for a vascular surgery on (B)(6) 2012. The graft was reported to bleed. No information on the product serial number could be obtained at the time of this report.

Manufacturer narrative:
Note: all information contained in this report is provided by the manufacturer. Method: no device evaluation was performed since the device was not returned to the manufacturer and the product identifier was not provided. Results: no review of the device history record was done since the product identifier was not provided. Conclusions: no conclusions can be drawn. A follow-up report will be submitted within 30 days upon receipt of any relevant additional information.